Event description:
Philips received a complaint from the biomed, reporting that the v60 touchscreen was unresponsive. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the customer¿s v60 touchscreen was unresponsive. The customer was advised to complete a touchscreen calibration. The biomed performed the calibration, and that the diagnostics were passing. The rse also provided the customer with the v60 touchscreen part number. The rse also advised the biomed to set up an incenter account for downloading software and obtaining the latest service manual. The issue was resolved after the biomed performed a calibration on the touchscreen. The system meets the specification for the performed service and is returned to use.